Event description:
It was reported the device was used during a colectomy. It was reported the device supposedly performed without difficulty during the case. One day post-operatively, the pt had lost a lot of blood. Pt was reoperated on in 2000 and the staple line was stated to have been leaking. It was oversewn during the re-op. Pt in ICU.